Event description:
Ivc filter insertion was performed on (B)(6) 2017 with no complications. Ivc removal performed in interventional services on (B)(6) 2017 at approx 0930. Procedure was performed as per protocol. The ivc-filter fractured, the bulk of the filter was removed initially and the remainder was removed immediately after with no complications.